Event description:
Reporter indicated that vns patient had undergone revision surgery due to device migration. It was reported that the patient had fallen approximately one month prior and that the generator had subsequently moved to under the patient's arm, causing some discomfort. Treating neurosurgeon indicated that a "stay suture" had pulled loose and that a new "stay suture" was placed during the revision surgery after the generator was moved back into the chest area. The patient's is reportedly doing well following the revision surgery.